Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated data: investigation summary. Visual inspection: the xpdm quick-con si poly scwdrvr (part # 279712400 / lot # mi27424) was received at us cq. The distal tip of the device has completely broken off. No fragments were returned. The anodization of the screw driver¿s color ring has worn off. Rusting was observed on the proximal end surface of the shaft component. No other defects were identified. No x-rays or images were provided. Device failure/defect identified? Yes; the distal tip was broken and the color ring was discolored. Dimensional inspection: since the distal tip has completely broken off, the shaft diameter just proximal to breakage was measured. Drawing: measured dimensions: shaft diameter = conforming. Device(s) used: ca122p. Document/specification review: the following drawings reflecting the current and manufactured drawings were reviewed: conclusion: the overall complaint was confirmed for the received xpdm quick-con di poly scwdrvr (part # 279712400 / lot # mi27424) as the distal tip of the device has completely broken off. The embedded condition of the broken threaded tip cannot be confirmed as no x-rays or images were provided. However, no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique, or different patient harms were identified because of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: a review of the receiving inspection (ri) for xpdm quick-con si poly scwdrvr was conducted identifying that lot number mi27424 was released in a single batch. Batch1: lot was released on apr 11, 2013 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2020, the tip of the screwdriver broke off while tightening a cfx screw. The tip of the screwdriver got stuck in the screw head and was unable to be removed. It remains implanted. No revision necessary. Surgery completed successfully with surgical delay of fifteen (15) minutes. No adverse patient harm. Concomitant device reported: cfx screw (part # unknown, lot # unknown, quantity 1). This report is for one (1) xpdm quick-con si poly scwdrvr. This is report 1 of 2 for complaint (B)(4).